Event description:
Baxter (B)(4) received a report involving an automix 3+3 compounder transfer set. The reporter stated that their compounding unit rejected the product due to a particle inside the set (location of particle is not known). There was no patient involvement or medical intervention. No additional information available at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The reported issue of (B)(4) - inside fluid path or unknown was not confirmed. The visual inspection was performed to the set and the results were satisfactory; all components were present, in the right position and complete. The root cause was undetermined. The batch review was performed and no deviations were found during the manufacturing of the product.